Event description:
It was reported that the threshold of the atrial lead had elevated shortly after implant. It was then discovered that the lead had dislodged. The atrial lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent and there was blood in/on the helix mechanism. The analyst commented that the lead was returned with the guide tooth damaged.